Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the patient by providing complete pump reset information and guided them through the reset process. After the reset, the error did not reappear, and the customer continued to use the pump for insulin therapy.